Event description:
Boston scientific received information that this right atrial lead had dislodged. Additional information received from the field representative indicates that during system extraction, this ra lead was no longer present and the physician thought that it could have been removed due to dislodgement. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.